Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The jaw gap was measured and met specification. Sheared plastic was noted, indicating the flat pin was not centered properly. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument with some difficulty. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the due to the pin lock not properly centered and misalignment of the jaws. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. This failure mode and/ complaint mode has been identified as a trend and a process enhancement has been initiated. Should new information become available, the file will be re-opened. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen, after suturing with the device, the was difficult to toggle and would not move to completely dislodge needle. A portion of needle remained in the device. A new device was opened and used to finish the procedure. No adverse events have been reported.